Event description:
Fresh post-op patient who was on high doses of norepinephrine, vasopressin, dobutamine, phenylephrine who had an acute drop in bp. Systolic bp dropped into 40's with decreased heart rate. Physician pushed norepinehrine in small amounts and gave albumin and cacl but still could not maintain bp. Leaking from alaris IV manifold noted - manifold cracked. Immediately converted IV drips to conventional tubing and bp stabilized.